Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. During the analysis of the lead multiple signs of wear could be noted along the lead body. The insulation was still intact in these regions. Furthermore extraction damages were noted such as a deformed shock coil and blood infiltration in the leads lumen. No deviations were noted that may be the root cause for the reported clinical observation. Upon initial electrical analysis of the ICD, the clinical observation was confirmed. The device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during manufacturing. Further analysis revealed a depleted battery. However, the electronic module proved to be fully functional, in particular the current consumption was normal. Therefore the battery was sent to the manufacturer for further analysis. The analysis of the battery revealed that an elevated internal self depletion within the battery led to the clinical observation.

Event description:
Ous MDR - it was reported that approx. 49 months after the implantation the device could not be interrogated during a follow-up. X-rays showed a dislodgement of this rv lead. The system was explanted and replaced.